Manufacturer narrative:
(B) (4): the facility biomed evaluated the device and was unable to verify the reported problem. Physio-control's clinical specialist event record ECG review observed what appeared to be an ECG artifact of some kind that was sensed as an r-wave that resulted in the discharge of the defibrillator. The artifact could result from movement of the pt or ECG lead/electrode or an aberrantly conducted beat. A similar artifact likely representing lead wire movement was seen in the continuous ECG about one minute prior to the shock. Physio is anticipating the device return fo the mfg facility and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that delivery of a synchronized shock to a pt converted him/her into a ventricular fibrillation rhythm. The pt was subsequently shocked unsynchronized and successfully converted to a sinus rhythm. The pt was later discharged from the hospital. There were no further details on the event and/or pt provided. A clinical review of the reported incident determined that the device use caused the pt to be in a life-threatening condition since the pt was in a viable state with atrial fibrillation and delivery of the synchronized shock precipitated a ventricular fibrillation (vf).